Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, on (B)(6) 2014, the patient had infection, yellowish discharge and erythema around the stoma site. The gastroenterologist was informed and the patient was prescribed with antibiotics. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, on (B)(6) 2014, the patient had infection, yellowish discharge and erythema around the stoma site. The gastroenterologist was informed and the patient was prescribed with antibiotics. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on january 13, 2015: procedure date is (B)(6) 2014. The patient was given sulcid 1g IV. There were no patient complications reported as a result of this event. The infection was resolved.